Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath to treat patent foramen ovale (pfo). During the procedure, it was noted that the device confirmed to bulbous shape. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. The occluder contacted intracardiac tissue during deployment. There were no bends or kinks been observed in the delivery sheath. The procedure was completed using a new 25-18mm amplatzer talisman pfo occluder using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.